Event description:
It was reported that during an hepatectomy procedure, the hand switch on the device did not work well. The surgeon pushed the hand switch, but the device was sometimes not switched on. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Trinformation is unavailable; device was not returned for evaluation.